Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt stated their stimulator was not working since friday (B)(6) 2021, but later clarified since saturday they had been getting settings not available on controller. Pt said ins was 70% the first time they got it, and they had already tried going down to 0 and trying to increase again, but pt could only get back to 0.2 intensity before the settings not available came up. Pt said they had already reset controller and turned stim off and on again. Pt said they get settings not available on all 3 groups and would happen when they first unlocked controller and when they would try to increase stim. Pt mentioned the manufacturing representative (rep) reprogrammed ins on monday (B)(6) 2021 (and mentioned they now had to recharge every morning). Troubleshooting was unable to be performed as pt had already done the troubleshooting steps before the call, which did not resolve the issue. The patient was redirected to their healthcare provider (hcp) to further address the issue. The rep stated they walked patient through troubleshooting over the phone including decreasing amplitude to 0 ma and back up (patient was then seeing message as low as 0.2 ma), turning stim off/on, resetting controller and changing to group b (still seeing "settings not available") with no resolve. Caller stated patient confirmed no recent falls/trauma but did mention that after their last reprogramming on (B)(6) 2021, it felt like the ins has moved - as in the orientation has changed in the pocket. The caller was not with the patient. The caller was redirected to have patient ensure ins is sufficiently charged and try to use stim again. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that cause of the settings not available was that electrode 1 was used and had high impedance. Reprogramming was done using electrodes 0 and 2 and the patient had good therapy results. The issue was resolved.